Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended. As precautionary measure, the service representative reseated the power supply connectors and adjusted the transformer voltage.

Event description:
The customer reported that the system communication failed and the system would not boot up. There is no report of patient injury.